Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the embolic protection system (eps) was returned without blood or saline visible, consistent with the reported information that the device was not used. The eps was returned inside the tray inside an opened pouch. The top and right side vendor seals were opened. There was evidence that the pouch had been sealed. The manufacturing seal was intact. The retrieval catheter was returned in a sealed pouch. Although the pouch was returned with the top and right side vendor seals opened, analysis confirmed that evidence of both the vendor and manufacturing seals were present. It may be possible that the pouch was inadvertently opened at the account and placed back into the inventory. There is no indication that would suggest that the pouch was not previously sealed, and there is no indication to suggest a product quality deficiency. Product performance engineering will monitor the incident circumstances. All emboshield nav 6 systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that when the site opened the device package, it was noted that the sterile package was compromised. The device was not used on the patient. No additional information was provided.